Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while the infusion set connection was compromised, with the cartridge noted to be loose from the ilet pump and the patient disconnected; the patient was guided through rewinding, replacing the cartridge, priming to obtain drops, and reconnecting. Symptoms included elevated blood glucose at 280 mg/dl. Outcomes included transient hyperglycemia requiring troubleshooting and user education. Investigation included telephone-based troubleshooting and user education to restore infusion and verify delivery. Investigation of this case revealed a probable infusion delivery interruption due to a loose cartridge and disconnection, consistent with device use or connection issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.